Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Per a medtronic representative, the framelink software on the planning station worked properly after the reported procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 planning station. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report from another medical company's representative that a surgeon alleged a patient who had undergone deep brain stimulation therapy experienced a post-operative intra-cerebral hemorrhage. Medtronic framelink software had been used to plan the placement of the leads prior to the procedure. There is no allegation that the medtronic product caused or contributed to the patient injury. No report of this incident was communicated to medtronic from the hospital or the doctor, only second hand from the other company's representative. Further details of the procedure as recalled by the medtronic representative are below: on (B)(6) 2014, the left stn (sub-thalamic nucleus) was targeted and a computer planning station with framelink software was used to plan the deep brain stimulation electrode trajectories. After the stereotactic frame was placed on the patient's head, a computed tomography (CT) image of the patient's anatomy was taken. The first lead was placed and monitored by microelectrode recording. Another medtronic lead was placed. During the procedure, hemorrhage was not reported. On (B)(6) 2014, a doctor reported to the other medical company's representative that the patient had post-operative intra-cerebral hemorrhage. On (B)(4) 2014, the medtronic representative was informed of the concern. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 planning station. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. This was not a navigated procedure and framelink was used only on the planning station for pre-operative lead trajectory planning.